Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient removed a piece of plastic like material from the sensor insertion site. No product or data were returned for evaluation. The confirmation of the complaint was undetermined. The probable cause could not be determined.